Manufacturer narrative:
In addition to foreign material in nozzle, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear to the angulation wire. The adhesive on the bending section cover was clouded and chipped. The adhesive around the objective lens was clouded and peeled. The plastic distal end cover was discolored and deformed. The objective lens was scratched, the water removal ability was out of specification due to clogged nozzle, the amount of water contact was out of specification due to clogged nozzle, there was a leakage from the forceps channel, the connecting tube was scratched, the adhesive on the light guide lens was clouded, and the protector on the connector was damaged. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that air could not be supplied. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (air could not be supplied): the reported event occurred during an unspecified procedure. The intended procedure was completed using another device. There was a delay due to the replacement of the scope, but the patient did not require additional anesthesia. The subject device was reportedly inspected prior to the procedure and no anomalies were observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to update h4, and to correct h10. Correction to h10: information regarding reprocessing was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material. The material was analyzed and identified as silicon or silicic acid (silica). This material can come from chemicals (such as antifoaming agents), or be found in mineral deposits from tap water. The source of the material cannot be determined due to the wide range of possible origins. However, it was determined that the cause of the material remaining in the nozzle was due to insufficient reprocessing. It was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known but it is possible it could be protein contamination. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The scope was not submerged in cleaning solution. The air/water nozzle was not wiped or brushed with a gauze, brush, or sponge. Liquid was not sent to the air/water nozzle. The event can be prevented by following the instructions for use (IFU) which state: "5.3 precleaning the endoscope and accessories to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. 5.5 manually cleaning the endoscope and accessories take the insertion section out of the detergent solution and confirm that no debris remains on all its external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end." Olympus will continue to monitor field performance for this device.